Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an ak 98 machine, there was a problem with the heparin pump, described as the "pump pushed incorrect delivery". There was no report of patient injury or medical intervention associated with this event. No additional information is available.